Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: liquid intrusion was identified inside the pump unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope generated error code b30 due to a damaged scope connector. Liquid intrusion was identified inside the pump unit due to problems resulting from internal or external forces, including fluids, foreign objects, or environmental or physiologic influences. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when installing the video scope gives error b30 and there are flashing. The event occurred during a diagnostic procedure. There was no report of any patient harm.